Event description:
It was reported the patient presented for implant procedure. The right ventricular (rv) and right atrial (ra) leadless pacemakers (lp) were implanted with high capture thresholds and poor implant to implant communication. Prior to discharge, device checks showed poor conductive telemetry with both lps, the ra lp showed no capture, and the rv lp capture threshold had slightly increased. X-ray confirmed the ra lp had dislodged to the pulmonary artery. The ra and rv lp were retrieved and reimplanted the following day. The patient was discharged following the procedure.